Event description:
It was reported that the customer that while attempting to insert a new sensor, the sensor came out when she removed the serter. It was also reported that the cannula was bent. Customer's blood glucose level at the time 206 mg/dl. No additional information was provided.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. The insulin pump was unable to confirm customer received sensor in that condition due to customer returned opened/used. Also found cannula to be bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.